Event description:
It was reported that a power on reset had occured with the device. There are three total in the carelink report. The device was explanted and replaced for elective replacement indicator (eri). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis indicated that a power on reset (por) occurred. A critical ram parity error occurred on (B)(6) 2010. The por severity is considered low. The device should be able to fully recover after the reset. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that a power on reset (por) occurred. A critical ram parity error occurred on (B)(4) 2010. The por severity is considered low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis indicated that a power on reset (por) occurred. A critical ram parity error occurred on (B)(6) 2010. The por severity is considered low. The device should be able to fully recover after the reset. (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that a power on reset had occured with the device. There are three total in the carelink report. The device remains in use. No patient complications were reported as a result of this event.